Event description:
The incident occurred while the gallbladder was in the 10mm pouch and was trying to be taken out of the abdomen. The bottom of the bag tore and caused the bag to come out of the abdomen and leave the gallbladder in the surgical site. A second 10mm pouch was opened and subsequently was able to retrieve the gallbladder successfully. The site was irrigated and two stones were retrieved. The site was searched for any bag fragments and there were none found.